Manufacturer narrative:
H.6. Investigation: one (1) photo was provided by the customer for investigation. The photo shows a filled syringe which has a black spot on the barrel which has been circled in black marker. A device history record (DHR) review was not able to be performed on the batch associated with this investigation as the batch number is not known. Without a physical sample to analyze the foreign matter (fm) that appears to be on the syringe cannot be identified; therefore, potential root causes cannot be determined. H3 other text : see h.10

Event description:
It was reported that small, black, foreign "spots" were found in the unspecified bd¿ syringe before use. This complaint was created to capture the 4th of 5 related incidents. The following information was provided by the initial reporter: we currently use a number of your bd syringes (sizes 1ml, 3ml, 20ml, 30ml, and 60ml). We have identified that some of the syringes have what appears to be small black dots that are on the inside of the syringe. These have been found in all the sizes mentioned above.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that small, black, foreign "spots" were found in the unspecified bd¿ syringe before use. This complaint was created to capture the 4th of 5 related incidents. The following information was provided by the initial reporter: we currently use a number of your bd syringes (sizes 1ml, 3ml, 20ml, 30ml, and 60ml). We have identified that some of the syringes have what appears to be small black dots that are on the inside of the syringe. These have been found in all the sizes mentioned above.